Event description:
The customer reported that during set up of the ventilator, the unit alarmed for circuit occlusion. No pt involvement.

Manufacturer narrative:
The carefusion field service technician evaluated the ventilator and found that the inspiratory pressure transducer had drifted off zero by 300 a/d counts. Replaced gas delivery engine and verified calibration and performance. The ventilator passed all performance checks.

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. Corrected data noted on 9/11/2015: model number. Additional information: avea gde was received for investigation and installed onto gde test bed and powered on using default neo-natal settings. The reported issue of a circuit occlusion along with an extended high ppeak alarm was immediately verified. Issue was isolated to the inspiratory pressure xdcr on tca pcba. This issue is now considered a trend per an internal action.